Event description:
Per radiology report: there has been an interval disconnect between the infuse-a-port hub and the catheter with a distance of approximately 1.5 cm between the two. The catheter still appears to be in satisfactory position. The right-sided vp shunt catheter tubing in the visualized portion is intact as well. No acute abnormalities are seen in the chest.